Event description:
The customer complained a false (B)(6) reaction with cell 9 of biotestcell-iii. We received neither the complained lot of biotestcell-iii nor the affected sample of customer. When we received the complaint the reagent red blood cells were already expired. Therefore a testing of retention sample was not possible. At final serological control biotestcell-iii was tested with different controls. All positive and negative reactions were correct. We didn't observe any false (B)(6) reactions. Summary: the testing quality control lab had confirmed the correct function of the complained lot of biotestcell-iii. The review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot.